Event description:
Bilateral breast tissue expanders placed (B)(6) 2022. Upon completion of expansion process and while waiting on second stage reconstruction, right tissue expander spontaneously deflated. Patient returned to operating room (B)(6) 2023 to remove and replace right expander due to retracting of skin. Linear defect noted in posterior, lateral seam of expander, approximately 1 cm in length. When looking at the anterior surface of the tissue expander, defect was to the left of the superior tab. No other defects noted within the tissue expander upon examination. Patient diagnosed with left ductal carcinoma in situ after routine screening mammogram (B)(6) 2022. Patient underwent bilateral mastectomies, left axillary sentinel lymph node biopsy, and insertion of bilateral breast tissue expanders on (B)(6) 2022. Patient's family history includes two sisters with breast cancer history.